Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 , the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for investigation. Data investigation confirmed a low transmitter battery in addition a failed transmitter. The root cause could not be determined. The reported issue of low transmitter battery is reportable based on the finding of a failed transmitter.